Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that following an open heart surgery procedure, the health care provider (hcp) observed a message stating that the device detected the presence of a magnet. Enable magnet use had been programmed off, allowing for critical therapy availability. Technical services discussed observations and recommendations. No adverse patient effects were reported.

Event description:
It was later reported that daily measurements had not occurred, likely as a result of magnet placement. Technical services discussed troubleshooting recommendations. To date, no adverse patient effects were reported with this clinical observation.

Event description:
Boston scientific received information that during a surgery, a magnet was placed over this device. The magnet was removed, however, the device continued to emit beeping tones. Upon device interrogation, a message was displayed that a magnet was still on the device. Technical services directed the boston scientific sales representative to turn 'enable magnet use' off and the beeping stopped. A capacitor reformation was performed successfully, with a charge time measurement of 10.2 seconds. To date, no adverse patient effects were reported with this clinical observation.